Event description:
There was an allegation of questionable elecsys vitamin d iii assay results for 2 patient samples on a cobas 6000 e601 module. On (B)(6) 2022, patient 1 had an initial vitamin d result of 3.00 ng/ml with flag. The sample was repeated the next day and the repeat result was 18.79 ng/ml on (B)(6) 2022, patient 2 had an initial vitamin d result of 4.67 ng/ml. The sample was repeated the next day and the repeat result was 25.73 ng/ml. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. The vitamin d reagent lot number is 64622701 and the expiration date is 30-apr-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The customer replaced the reagent pack which solved the issue. The data provided did not indicate a hardware-related issue. The root cause of the event could not be determined.